Event description:
Additional information was received from the patient. It was reported that the device would suddenly shut off and sometimes drop to a very low signal level. Recharging remains troublesome, there has been no change in environment that patient is aware of leading up to not feeling the signal/having issues recharging the implant. Patient met with a rep, and made changes to the three programs. The issues are partially resolved. Additional information was received from the patient. It was reported that after sleeping, the device would not always restart. A rep turned off the adaptive stim, and set new programs differently than previously. Patient misses the adaptive stim settings when he lays down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt stated its been harder to charge the ins so "to speed that up I turn off the stimulator so it charges faster but last night it wouldn't turn back on". Pt tried resetting controller which didn't resolve the issue. Pt says they saw a settings not available screen. During the call they connected with ins, and they are on program a at 6.7v and stimulation is on. If they try to raise settings it goes right to settings not available. Pt also says they don't feel "a signal from the device." They were able to get into MRI mode successfully. Patient services (pss) stated to pt they should follow up with healthcare provider (hcp) about settings not available screen. Pt has had no falls or trauma and did not think there was any emi exposure. The issue was not resolved. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.